Event description:
It was reported while unloading a patient from the ambulance the drop frame of the stretcher allegedly disengaged and moved upward toward the backrest of the stretcher. The stretcher lowered abruptly about a foot from the ambulance and was caught by the medic. No injuries were reported as a result and the transport was able to be completed. An authorized field technician was dispatched to conduct a visual and functional evaluation of the stretcher. The drop frame was cycled through all positions and was found to be locking securely into each position and would not disengage with pressure applied. There was no damage to the locking teeth or notches observed either. The stretcher was loaded and unloaded from the ambulance and the incident could not be duplicated. Cause of the alleged malfunction could not be determined.